Event description:
A 79 year old male with previous pacemaker placement began having episodes of sharp mid-sternal chest pain with shortness of breath. Cardiac cath showed very severe lad disease. Due to pt's age and dementia, medical management was the choosen treatment; however, pacemaker malfunction was also present. Pt taken to surgery where it was discovered that pacer generator was not functioning due to low battery caused by lead fracture. Pacer replaced with new unit.